Event description:
Battery compartment screw defective. Battery would not stay in place. Dose or amount:u - 100 constant. Frequency: constant. Route: subcutaneous. Dates of use: (B)(6) 2014 - (B)(6) 2017. Diagnosis or reason for use: diabetes mellitus.